Event description:
At some point during a coronary intervention, a cypher stent of unk size "came off the balloon". No add'l details were provided. It is not known if the stent dislodged inside or outside the pt, retrieval was not reported.

Manufacturer narrative:
The product was not returned for eval. A review of the mfg records could not be done without a lot number. The complaint could not be confirmed without return of the product. In the absence of any clinical or procedural details, it is not possible to determine what factors may have contributed to the event.